Event description:
The customer reported via phone call that he noticed the insulin pump's display was dim. When he pressed the act button the display was blank. The insulin pump also had some cracks around the battery compartment. Customer's blood glucose level was 365 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Unit received with blank display, after pressing any button. Unit showed ghosting display followed by a blank display due to shorted lcd driver board. Unit had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, and cracked case at reservoir tube window corner.